Event description:
It was reported that the user experienced low blood glucose with a reading of 61 mg/dl, felt weak and anxious, self-treated with four glucose tablets, and later reported a subsequent stabilization and an increase to 137 mg/dl; the user expressed frustration with the ilet and inquired about making changes, and there was insufficient information to determine a specific device problem or component involvement. Symptoms included hypoglycemia, anxiety, and muscle weakness. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.